Event description:
A medtronic representative reported that while in a transsphenoidal procedure, the emitter was interfering with the EKG monitor. The monitor was unplugged and moved to the opposite side of the bed. Once re-plugged, the emitter was unable to gain axiem communication. Following a re-boot of the system, the system returned to normal function, however, the emitter was in error. Trouble-shooting efforts did not restore communication. The surgeon opted to discontinue the use of navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. When the axiem unit was connected to a test system there was no communication. The status display did not cycle correctly and the unit would not navigate on any port. The device had an electrical issue with a system fault code. The reported event was confirmed. The device was replaced at the site and a system checkout showed that the system was fully functional.

Manufacturer narrative:
Patient gender not made available from the site. Rmas issued. Replacement axiem portable and external axiem cable shipped to site (B)(4) 2013. Medtronic representative, at the site, replaced the axiem box and communication cable which resolved the issue. Suspect devices have not been returned to manufacturer for evaluation. Medtronic representative, following up at the site, performed a navigation system checkout, all areas passed, and a hardware upgrade. No further issues have been reported. Device not returned.